Event description:
The customer reported that there was a screen freeze. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a screen freeze. No pt harm was reported. Restarting the monitor resolved the issue. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.